Manufacturer narrative:
The analog board was received for evaluation. The customer's report was observed and attributed to a faulty top shield on the analog board. No trend is associated with reports of this type.

Manufacturer narrative:
The customer's report was observed at zoll medical australia and the analog board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.